Event description:
The report indicated that over the two days this pod was worn, the customer experienced continuously high bg's (251-492 mg/dl). The pod eventually initiated an alarm, at which point it was immediately removed. No correction boluses were administered to treat the highs; only meal boluses were given to account for carbohydrate intake. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.